Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and the needle completely retracted. The formed needle was properly seated in the slide insert. A leak test was performed, and no leaks were observed throughout the entire fluid path. The exact cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl. The patient reported being unsure if the cannula was properly seated, while attempting to activate the pod. For treatment, the patient removed the pod.